Event description:
On (B)(6) 2021, fujifilm healthcare americas corporation (formerly hitachi healthcare americas corporation) received a complaint regarding prosound f-75. The site reported to olympus that they were completing a procedure on (B)(6) 2021 when they noticed very grainy images. The doctor was unable to make out clear visuals and the procedure was aborted. The patient was under anesthesia when the procedure (egd/eus) was cancelled. There is no death or serious injury associated with event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.